Manufacturer narrative:
The user reported going to the emergency room after experiencing numbness in their legs and was diagnosed with guillain-barré syndrome; the event occurred on (B)(6) 2025, and at the time of the call, the user reported feeling better than before. The event was not related to diabetes or glucose measurements, and per the data management system (dms), the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported going to the emergency room after experiencing numbness in their legs and was diagnosed with guillain-barré syndrome; the event occurred on (B)(6) 2025, and at the time of the call, the user reported feeling better than before. The event was not related to diabetes or glucose measurements, and per the data management system (dms), the user is currently using the system with up-to-date information.